Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that she had recurrent issues with no delivery alarms on the insulin pump. The customer woke up with a blood glucose reading of 456 mg/dl. The customer treated with manual injections. The customer was assisted in performing a 5 unit fixed prime and stated that insulin did exit but the insulin pump alarmed for no delivery. The customer was advised to clear the alarm. When the customer pressed the act button, the insulin pump alarmed no delivery. The customer was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set and to push insulin manually. The customer reported that insulin did not exit. The customer was advised to replace the infusion set and reservoir and reported that the plunger would pop and she thought insulin may have gotten into the insulin pump. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.